Event description:
The customer reported that the pt contact indicator (pci) function on the paddle set failed.

Manufacturer narrative:
The eval of this failure is based on info provided by the customer. The limited available info is indicative of a failure of the pt contact indicator (pci) functionality, such as a partial break in the high voltage wire. However, we were unable to confirm this because the paddle set was not available for eval.